Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), evaluation of returned sample, labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of aspiration difficulty was confirmed but the exact circumstances providing for that type of event were ultimately unknown. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was returned with the stiffening stylet inlaid within the catheter. Microscopic examination of the valve found no potential damage, defect, or deformity with the condition, and manufactured state, of the valve. Functional testing of the catheter revealed a catheter leak near the 50cm depth marking. Subsequent aspiration functionality failed. Further microscopic examination of the leak site showed multiple linear cuts in the catheter which were regularly spaced and angular in orientation. These cuts appeared to have originated from the catheter interior and the pattern and spacing matched that of the stiffening stylet. It was concluded that the catheter damage likely contributed to the valve function as aspiration efforts would have resulted in air being drawn through the catheter cuts into the syringe. This stylet damage likely occurred as a result of compressing the catheter over the stylet but it was unknown when and where that event occurred. As a result the root cause was ultimately unknown. A lot history review (lhr) of redu0706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that aspiration was impossible to be completed when pre-flushing the catheter. The valve was unable to be opened. On (B)(6) 2021: during evaluation the returned device was noted to have several cuts and leaked.